Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was able to be reproduced and confirmed. Device evaluation found the nozzle has foreign objects. Due to clogging of nozzle, water removal ability does not meet the standard value. Additional device evaluation findings are as follows: adhesive on bending section cover has white-clouded area, adhesives around objective lens has white-clouded area, light guide lens has a crack, image guide protector has a scratch, plastic distal end cover has a dent, indication on suction connector is peeled, paint on suction cylinder is peeled, scope cover and control unit was shaved, switch 1 and 4 have wear, protector of universal cord on control section side has a scratch, the universal cord also has a scratch, a dent, and a wrinkle. The device was cleaned, disinfected and sterilized prior to returning to olympus. There was no delay to precleaning and the air/ water channel was flushed with air and water without any abnormalities found with reprocessing accessories. The air/water nozzle was also brushed / wiped with a clean lint-free cloth, brush, and/or sponge, and flushed with detergent solution. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis lucera gastrointestinal videoscope poor water supply / intake. This occurred during an during an unknown diagnostic procedure when sending water. The procedure was completed without delay and with continued use of covered equipment. The device was returned and evaluated, and the customers allegation was able to be reproduced and confirmed. Device evaluation found the nozzle has foreign objects. Due to clogging of nozzle, water removal ability does not meet the standard value. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.